Event description:
Infant (B)(6)) born weighing (B)(6) on (B)(6) 2013. Umbilical venous and arterial catheters placed at birth for treatment. On (B)(6) 2013 evening, infant went into shock. Umbilical venous catheter suspected to have perforated liver. Infant confirmed to have hemoperitoneum. Cath (venous) removed. Infant had increased oxygen needs, coagulopathy and metabolic acidosis. Infant expired on (B)(6) 2013.